Event description:
During orientation, a staff educator (rn) was demonstrating the safety feature of the introcan catheter. The device engaged when demonstrating. The safety device slipped and finger of staff educator was struck with the needle.